Event description:
Complainant alleges that the cath lab staff were attempting to defibrillate a 73 y/o male pt in ventricular fibrillation. The device's paddles failed to discharge at 200 joules. The staff was able to obtain another defibrillator to continue the procedure.